Event description:
Reported issue: the nurse went into patient's room and saw the epidural on the floor. Nurse asked who removed it, patient said no one. Rn stated that the tape was still intact and epidural catheter was in her back, however it had broken and part of the tubing was on the floor. Additional information: it was reported that the epidural catheter had broken and was lying on the floor. We opened another kit with that lot# and the tubing broke when barely pulled on it. This tubing should have been able to be stretched for several feet without damage or breaking; notified warehouse, they removed that lot# from the department and the or informed crna to remove that lot# from their cart. No new updates. The nurse thinks the catheter got caught on something and broke as there was still part of it in the patient's back and part taped higher on the back. They did not have the catheter to send in and the lot number was not provided. The catheter piece was broken outside the skin; the nurse pulled the remaining catheter out of the patient's back.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter separated. The customer returned one lidstock and five sealed representative kits all from the same lot # as reported on the complaint(B)(4). The actual complaint sample was not returned. Based on this, no visual inspection could be performed due to the nature of the complaint. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without the actual complaint sample. The reported complaint of the catheter separating could not be confirmed based on the sample received. The actual complaint sample was not returned; only a lidstock and five representative samples were received. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the actual complaint sample.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the nurse went into patient's room and saw the epidural on the floor. Nurse asked who removed it, patient said no one. Rn stated that the tape was still intact and epidural catheter was in her back, however it had broken and part of the tubing was on the floor. It was reported that the epidural catheter had broken and was lying on the floor. We opened another kit with that lot# and the tubing broke when barely pulled on it. This tubing should have been able to be stretched for several feet without damage or breaking; notified warehouse, they removed that lot# from the department and the or informed crna to remove that lot# from their cart. No new updates. The nurse thinks the catheter got caught on something and broke as there was still part of it in the patient's back and part taped higher on the back. They did not have the catheter to send in and the lot number was not provided. The catheter piece was broken outside the skin; the nurse pulled the remaining catheter out of the patient's back.